Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect after going to the dentist and getting an x-ray. Additional information has been requested, but was not available as of the date of this report.